Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as the garment is so tight that it is rubbing skin off. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a topical medication for the skin irritation. Follow up indicated that the skin irritation improved.